Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. No hardware low level failures found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was 246 mg/dl. The customer stated that the insulin pump only vibrates but did not alarm. The customer also stated that the insulin pump audio was not working. The insulin pump will be returned for analysis.